Manufacturer narrative:
Upon receipt of the cylinders and pump this inflatable penile prosthesis (ipp) at our quality assurance laboratory, the returned components underwent a thorough analysis. The cylinders were visually inspected and leak tested. The first cylinder had sharp instrument damage in the proximal end of the cylinder. No damage was present in the inner tubing; the cylinder passed leak testing. The second cylinder passed visual inspection and the leakage test. The pump was visually inspected, and functionally tested. The pump passed visual inspection and passed the leakage test. The pump did not pass activation testing. Based on the information available and analysis results, the pump issue identified during analysis could have contributed to the reported clinical observation.

Event description:
It was reported that the patient had the inflatable penile prosthesis removed as he determined that his hand strength and dexterity was not sufficient for an inflatable implant. No patient complications or device issues were reported. The device was returned and the analysis indicated a device issue.